Manufacturer narrative:
.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, there was a connection issue with the associated atrial lead. Specifically, it was indicated that the screw did not fix the lead connector in the header.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during an implant attempt of the subject pacemaker, there was a connection issue with the associated atrial lead. Specifically, it was indicated that the screw did not fix the lead connector in the header.